Event description:
During the procedure, the physician used an endeavor resolute rx stent to treat a lesion in the rca that exhibited 90% stenosis. The device was inspected prior to the procedure with no abnormalities noted. The lesion was pre-dilated with sprinter 2.5mm x 25mm (12 atm). It was reported that the endeavor resolute device could not be inflated in the lesion. It is reported that the device failed to inflate completely. The physician used a new device to complete the procedure. The device was returned to the manufacturing facility and the stent was observed to be damaged. No patient injury reported. Evaluation summary the stent was present on the balloon between the markerbands. The 9th distal segment had evidence of misaligned struts. The 10th proximal segment had evidence of misaligned and overlapping struts. There was no evidence of attempted inflation of the device. The device passed negative prep. Pressure was applied to the device and the balloon inflated and maintained pressure without any issue. The balloon was inflated to 8atms (nominal) and 14atms (rbp) without any issues. Please note that this device (endeavor resolute rx) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity rx).

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (stent deformation); patient¿s condition affected effectiveness of device (target lesion exhibited 90% stenosis); deformation problem. Conclusion: known inherent risk of a procedure (stent deformation): device failure related to patient condition (target lesion exhibited 90% stenosis): device evaluated and alleged failure could not be duplicated (the returned balloon was inflated without any issues). (B)(4).